Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The physician advanced the 2.5x15mm apex balloon catheter to the circumflex (cx) to treat in-stent restenosis in a promus stent that had been implanted six months ago. The physician attempted to inflate the apex balloon inside of the promus stent. The first inflation was performed at 8atms for 20 seconds and during the second inflation at 12atms for 20 seconds in balloon burst. The balloon was removed and the in-stent restenosis was successfully treated with a 3.0x12mm quantum maverick balloon which was inflated to 14atms for 45 seconds. No pt complications were reported with the pt's current condition listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The mfg records were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specifications. The most probable root cause of this complaint can be attributed to user error.